Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer had issues with qc results for glucose hk. When the qc was found to be out of range, they repeated testing of patient samples on other cobas c501 analyzers. Of 20-30 patient samples, data was only provided for five patient samples. Patient sample 1 initial result was 128 mg/dl and the repeat result was 95 mg/dl. Patient sample 2 initial result was 189 mg/dl and the repeat result was 140 mg/dl. Patient sample 3 initial result was 257 mg/dl and the repeat result was 190 mg/dl. Patient sample 4 initial result was 147 mg/dl and the repeat result was 113 mg/dl. Patient sample 5 initial result was 122 mg/dl and the repeat result was 93 mg/dl. The initial results were reported outside the laboratory. The repeat results were believed to be correct. Corrected reports were sent for 29 patient samples. There was no adverse event. The glucose reagent lot number was 60196801 with an expiration date of 10/31/2015. The field service representative found a problem with the heat cut filter head and replaced it. He observed proper operation during initiation, calibration and qc. The customer ran precision and correlations between both analyzers.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Further investigation determined the issues found by the field service representative were likely not the cause of the event. Most likely the issue was caused by a bad calibration, however this could not be confirmed.